Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, deflation and removal difficulties were encountered. The lesion was located in the "heavily" calcified proximal circumflex (cx) artery. The lesion was not pre-dilated. The taxus liberte 2.75mm x 12mm stent delivery system (sds) was advanced to the lesion and an attempt was made to deploy the stent at 8atms for 10 seconds, however, it was noted that stent was not completely apposed to the vessel wall due to the heavily calcified character of the lesion. In an attempt to achieve full apposition, the physician inflated the balloon twice to 14atms for 20 seconds each. Following the second inflation, the balloon failed to completely deflate. After 5 attempts to deflate the balloon by unspecified means, the balloon had deflated enough to be withdrawn into an unspecified guide catheter for removal. No further intervention was performed. The patient's status is reported as stable.

Manufacturer narrative:
The complainant indicated that the device remains implanted and the delivery system has been disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. Product unavailable for analysis